Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09332; 0001825034-2018-09335; 0001825034-2018-09337.

Event description:
It was reported patient was diagnosed with cellulitis approximately two months post implantation after experiencing right hip swelling and pain. The patient was treated with medication. There was no surgery intervention. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.